Event description:
The pt reportedly had been doing well with the device. The pt suddenly refused to wear the device. Testing to establish device lock was conducted; but no further testing was possible due to pt's refusal. The surgeon is opting to declare a device failure and implant the contralateral ear.